Event description:
It was reported that there were under infusions reported which require clinicians to add additional volume multiple times to empty infusion bags. Education was provided regarding head height. Chemotherapies are hung on both a primary and secondary line depending on the drug. It is noted that the drug labels do not include overfill. Education was provided that chemotherapy drug labels on the medication should include overfill to ensure the bag empties appropriately. This was reported to manufacturer representative on site. There was patient involvement however patient outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.